Event description:
Additional information received indicated oversensing and episodes of automatic mode switching was observed on the right atrial (ra) lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise and inconsistent sensing was noted on the right atrial lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored. Manufacturer report number: 2017865-2020-06370.